Manufacturer narrative:
A field service engineer (fse) inspected the pump at the user facility where it was discovered the touchscreen was out of calibration. A replacement touchscreen was installed and the device performed to according to specifications. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the touchscreen does not respond when pressed. The biomedical department reported the device was brought to their department with an unsigned note that stated "touchscreen does not respond". It is not known if the device was infusing at the time of the event. The customer stated that if there had been any adverse patient effects, delay in critical therapy or necessity for medical intervention, the department would be notified, and they were not in this event. It was not stated if the device was tested at the user facility.